Event description:
It was reported that when moving the c-arm the table is lowering. No injury reported. A field engineer was dispatched to the site and it was determined that the table control keypad needed to be replaced. Once this was completed the system was working as intended.